Event description:
Customer called to report low blood glucose levels. Customer's blood glucose reading was 41 mg/dl. Customer's current blood glucose reading is 86 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).